Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reportedly hit her head whilst playing. Re-implantation is being considered but has not yet been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reportedly hit her head whilst playing. The patient was re-implanted.